Manufacturer narrative:
Natus medical tech support suggested to the customer over the phone too reseat the connectors, and emailed the neoblue manual for reference. The tech support contacted the customer to obtain additional information as well as the status of the device, without response. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue 3 led light all amber leds illuminated, when toggling the intensity switch. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.